Manufacturer narrative:
During troubleshoot and gather additional information with the technical assistance center, the customer reported to that the user had resolved the issue on their own and no assistance was required. The issue was reported resolved by the customer, no further assistance was requested. The exact cause of the reported issue was not known. The device was sold on (B)(6) 2011 with no repair records. No device was returned; therefore, the root cause of the reported malfunction cannot be determined at this time. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the high definition liquid crystal display monitor had "no image on the secondary monitor and the customer was unable to capture images". No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Since the subject device was not returned, the likely causes of the phenomenon could be internal board malfunctions or non-device effects. If applicable additional information is received, a supplemental report will be filed.